Manufacturer narrative:
(B)(6). No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
Complaint received reporting "non-deflation issue was noted in use. The urologist was consulted to remove the foley catheter by piercing the balloon with a stylet." Follow up information clarified that the balloon was pierced after the stylet was introduced through the catheter. No suprapubic puncture or surgical intervention occurred. There was no harm reported to the patient. The device was replaced and patient remained stable.